Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not complete the defibrillation energy charge. The device would interrupt the charging process due to what appears to be an intermittent connection of the therapy cable assembly. This reported issue occurred during a patient event. When the reported issue occurred with the defibrillation therapy electrodes, the customer disconnected that cable and reconnected the defibrillation hard paddles assembly and continued patient care. No additional patient or event information has been provided to physio-control at this time. There was no report of any adverse effects to the patient during the reported event.

Manufacturer narrative:
The customer advised physio-control that after their testing, they did verify the reported issue and isolated the issue to the defibrillation therapy cable assembly.  After replacement of the cable assembly, proper device operation was observed through functional and performance testing.  The device has been returned to service for use.